Event description:
During coronary angiogram stent was placed. When removing coronary wire deployed stent caught on wire and was removed from pt. Pt developed a pericardial effusion requiring a pericardiocentesis. Pt discharged home in good condition on (B)(6) 2017. Ref MFR 2134265-2017-10564, 2134265-2017-09428.